Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged charge/battery last less than expected and unresponsive keypad found on 13-oct-2021. No unexpected power loss alarms/alerts/anomalies noted during testing. No keypad anomalies noted during testing. No stuck button alarms noted during testing. Successfully downloaded history files and traces using thus. No unexpected power loss alarms/alerts/anomalies noted in history file on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. All buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. Pump passes keypad voltage test. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor.the following were noted during visual inspection: battery tube threads - cracked, pillowing keypad overlay, keypad overlay texture damage, partially faded end cap address label. Pump passed function testing. Charge/battery lasts less than expected not confirmed. Unresponsive keypad was unconfirmed during functional testing. No stuck button alarms noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump keypad anomaly. Insulin pump had diminished battery life and taken longer to rewind. Customer was able to hear clicking when giving insulin. Transmitter was asking for recalibration and taking longer to charge. Transmitter had communication issue. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.